Event description:
Customer reported issue with the passport v monitor which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and found spo2 connector was not fully connected. Spoe connector was reseated.